Manufacturer narrative:
(B)(4). Medtronic is not authorized to evaluate or repair the device. An authorized third party service engineer evaluated the device and determined the single board computer (sbc) printed circuit board (pcb) needs to be replaced. Pending customer approval.

Event description:
It was reported that during use, a ventilator was shut down to replace the patient circuit. When it was rebooted, the display froze. The patient was removed from the ventilator and transferred to a different ventilator. There was no negative patient outcome (harm/injury) reported as a result of this event.

Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. The repair could not be verified. A non-medtronic service provider evaluated the device and the single board computer (sbc) printed circuit board (pcb) was returned. A service engineer evaluated the pcb and verified the reported complaint. When the pcb was placed into a test ventilator the display froze at the six picture screen. The reported event was duplicated.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.